Event description:
A report was received that the patient was experiencing pain at the pocket site. It was noted that the ipg had flipped and patient had difficulty charging. The patient underwent an ipg revision procedure.